Event description:
The customer reported the system locked up and data jumped from one menu screen to another without being commanded to. No pt injury was reported.

Manufacturer narrative:
The reported issue is currently under investigation.